Manufacturer narrative:
Date sent to the FDA: (B)(6) 2021. Additional information: a1, a2, b7, d3.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient underwent incisional hernia repair surgery and extensive lysis of adhesions during which the surgeon noted the bowel was adherent to the anterior wall and the mesh. It was reported that the patient experienced adhesions, severe pain, nausea, chills, inflammation, loss of appetite, stress and anxiety. No additional information is provided.